Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a vizigo sheath and there was blood leakage in the hemostatic valve. A new device was used to complete the surgery and there was no patient injury report.

Manufacturer narrative:
The product investigation was completed based on a video of the device. Device investigation details: a video was received for evaluation following johnson & johnson medtech's procedures. According to the video provided by the customer, blood was observed around the hub of the device; however, the valve position can not be observed and no other damage could be observed. The potential cause of the leakage observed could not be determined. A device history record review was performed for the finished device 60000799 number, and no internal action related to the complaint were found during the review. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).